Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent. The test strips were provided for investigation where they were tested using retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." To perform a test, product labeling states to "wash your hands with warm, soapy water. Dry completely." Also, "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient with a coaguchek xs meter (B)(4) compared to an unknown laboratory methodology. Prior to meter testing, the patient confirmed she does not wash her hands. Also, the patient applies the sample to the test strip within 15 seconds "most of the time, and sometimes within 30 seconds if she has to squeeze to get the blood." (B)(6). The patient's dosage was adjusted based on the laboratory inr result. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is weekly.